Event description:
While patient was undergoing a laparoscopic assisted vaginal hysterectomy, it was noticed that the black insulation on the end of the endo gia 30v was flaking. Use of device was discontinued and a replacement was used. The physician attempted to suction and irrigate all flakes in the patients abdomen. This device was part of a package supplied by auto suture that supplies the bulk of the disposable items used during this procedure. The kit in question is called "lavh disposable accessory kit". This kit contains 1 endoshear (scissor), 1 multifire endo gia 30v (item in question), and 3 multifire endo gia 30v disposable loading units. The endo gia was introduced into the patient via a 10mm auto suture trocar.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design, inadequate quality assurance, insulation degradation/deterioration, material degradation/deterioration. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.